Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.4 smartphone hardware: iphone15.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to above 250 mg/dl while wearing a previous pod. The patient attempted to place a new pod, but the needle did not deploy at pod activation.

Manufacturer narrative:
The download data shows that the pod was in pod state 2 indicating that it was first awakened during downloading. The fill level was confirmed to be empty with no evidence of attempt to fill. No damages or defects were found that would prevent the device from completing priming and deploying the needle mechanism as expected.